Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an unknown mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It was reported that the patient experienced pain, erosion of her internal tissues, and the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, urinary problems and infection. It was reported that the patient experienced chronic infections and underwent surgery in an attempt to remove the sling in approximately 2006. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). T was reported that patient underwent mesh revision/removal on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 07/18/2016.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infections, frequency, nocturia, urgency, gross hematuria, and discomfort with voiding.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infections, frequency, nocturia, urgency, gross hematuria, and discomfort with voiding.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.